Event description:
Reportedly, during the first use of the home monitor, the light remained orange instead of turning green.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Analysis of the returned home monitor revealed that the reported orange light resulted from a usual test, which was started shortly after the device was turned on. - normal device functioning was restored approximately 30 seconds after the reported orange light. - based on available data, no issue is suspected with the subject device.